Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument associated with this complaint and completed its investigation. The failure analysis investigations confirmed the customer reported complaint of "plastic wrist part snapped". The instrument was found to have an ear of the distal clevis broken. The broken piece, measuring roughly 0.39¿ x 0.22¿ in size, was not returned. The root cause of broken instrument distal clevis is typically attributed to mishandling/misuse, such as excess force applied at the instrument tip. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. However, the system log indicates the permanent cautery hook instrument associated with this event was last used on (B)(6) 2021 on system (B)(4). The instrument had 5 lives remaining. No image or procedure video was provided for review. This complaint is reportable due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to a patient and no report of fragments falling into a patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook was found to have the plastic wrist part snapped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the reported event. However, the customer noted that there were no further details that could be provided.